Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number (B)(4). It was reported that patient experienced ineffective therapy. Imaging studies did not show any abnormalities. As a result, surgical intervention was undertaken on 12 jul 2022 wherein, the leads were repositioned. Effective therapy was restored post operatively.